Manufacturer narrative:
Investigation indicated no product issue was found. A review of the provided data indicated that the alleged sample is at the limit of detection (lod) of the assay. The target concentration was likely at or near the analytical sensitivity of the assay, resulting in no target detected.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results for one patient sample using the cobas® eplex blood culture identification gram-positive (bcid-gp) panel on a eplex base. The alleged sample generated a negative result for staphylococcus aureus and meca gene targets and a positive result for staphylococcus genus. The sample was repeated and positive results for staphylococcus genus, staphylococcus aureus, and meca. The sample was subcultured and generated positive results for staphylococcus aureus and meca as mrsa. The sample was repeated using maldi, but the results were not provided.